Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 06-oct-2016 found rack jam and sample spillage. Cleaned the spillage and realigned x1 pitch sensor. The most probable cause of the reported event was an operator error.

Event description:
On (B)(6) 2016 the customer reported error 2250 s rack loader error with their aia-2000 analyzer. Customer reported that error 2250 continues after all set home and using one software version up. The customer is unable to run fsh pth prl and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh pth prl and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.